Event description:
International customer reported that an air leak was noted one day following initial activation of the device. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 07/25/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the eval will be submitted in a supplemental 3500a form.